Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9540633. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 9540633) was impeded in the introducer and could not be inserted into the associated microcatheter. The stent was also found prematurely detached from the delivery wire in the introducer. The physician replaced the stent to complete the procedure using the original microcatheter. There was no negative impact to the patient. On 24-jun-2026, additional information was received. The information indicated that the procedure was targeting an aneurysm on the m1 segment of the middle cerebral artery (mca). An adequate continuous flush was maintained through the microcatheter. Aside from the reported premature stent detachment, there was no damage noted on the stent / stent delivery system when the device was removed. The replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200). There was no clinically significant delay in the procedure due to the reported issue.